Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9617032-2023-01900 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.